Event description:
It was reported that the cot tipped over with a patient on it. Reportedly, the cot was placed on a scale in the hosp and when the cot was moved off the scale, it tipped over. The customer stated that the crew felt that there was nothing wrong with the cot but that the scale floor was uneven in the hospital. The crew supervisor, reported that the patient was injured prior to arrival at the hospital but that the tip may have added to his previously existing injuries.